Event description:
It was reported that multiple high, out of range high voltage lead impedance measurements were reported via merlin.net monitoring. No other electrical anomalies were observed and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.